Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the bottom case was cracked. A review of the event history log identified pressure increase - check infusion lines message in the history. Functional testing was performed using the occlusion test and there was a premature occlusion was found during occlusion test. The force sensor reading was out of specifications. The root cause of the problem was that the force sensor was out of calibration from normal wear as the device was over 15 years old. Performed preventative maintenance.d4 (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited an occlusion error. No patient injury was reported.